Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 7bag 420cas jp had volumetric accuracy issues and misaligned scale markings during use. The following was reported by the initial reporter: "this is a report about suspected volumetric accuracy and suspected scale misalignment. The customer (head of an animal clinic) is suspecting that the 1-unit volume is not accurate and/or that the scale is misaligned. This customer has reported the same issues before."

Manufacturer narrative:
Correction medical device manufacturer: bd medical - diabetes care. Lot should be 006341 not unknown. Medical device expiration date: 2025-02-28. Manufacturing location: bd medical - diabetes care. Device manufacture date: 2020-03-04. The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: 2021-04-13. Investigation summary: customer returned (5) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 0064341. Customer states that the scale is misaligned. All returned syringes were examined and one syringe exhibited missing scale markings up to the 10 unit marking. No defects were observed on the remaining syringes. A review of the device history record was completed for batch # 0064341 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. There was one (1) notification noted for scratch print. There was one (1) notification noted for blank barrel. Bd was able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 7bag 420cas jp had volumetric accuracy issues and misaligned scale markings during use. The following was reported by the initial reporter: "this is a report about suspected volumetric accuracy and suspected scale misalignment. The customer (head of an animal clinic) is suspecting that the 1-unit volume is not accurate and/or that the scale is misaligned. This customer has reported the same issues before."